Manufacturer narrative:
Date sent: 08/11/2008. Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that during an open colon resection procedure, the device did not fire complete staples. There is no additional information at this time.